Manufacturer narrative:
This malfunction was first reported to FDA by the customer via medwatch- (B)(4). The complaint and returned sample have been submitted to the supplier, which is where this part was manufactured, for evaluation. The supplier reports the following regarding this complaint. Investigation of the returned sample shows a crack with a completed detachment of the thread. Analysis of the cracked surface shows the surface is indented and rough, which indicates that the cracks were caused by an impact on the part after it was fully cooled from the molding process, not on the component right after the molding process. The most likely scenario is that luer got damaged after molding, then the connection to a syringe resulted in a complete crack. The fact the crack was not generated before assembly lead us to believe that the component was intact when used for the assembly. No deviation recorded on the device history record related to this lot, no internal non-conformities opened on the claimed lot by qc personnel during in-process control. No claims for cracks on the same part number since 2015. No corrective action is warranted at this time; however, vygon USA have entered this incident into our complaint logs and will continue to be vigilant for this type of complaint.

Event description:
Syringe tubing was cracked at connection site to syringe and medication was leaking out. This required tubing to be changed.

Manufacturer narrative:
The device will be returned to vygon for device evaluation as part of the complaint investigation. The results of this investigation will be sent to FDA in a follow-up MDR with in thirty days of its conclusion.

Event description:
Syringe tubing was cracked at connection site to syringe and medication was leaking out. This required tubing to be changed.